Event description:
It was reported that when the device was pacing, the patient could feel stimulation in the chest and shoulder and would cough. Programming changes were made to the device, but they were not effective. The device and leads were removed. A new system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.